Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Revision of loose titanium baseplate. Tibial components revised with #6 triathlon universal baseplate, 20x100mm fluted stem, 6x16mm cs insert.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate loosening involving a triathlon tritanium baseplate was reported. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded: ¿failure of complete biologic fixation of the uncemented tibial component may have been contributed to by patient factors or varus placement of the component. [¿] there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The investigation concluded that the reported event was caused by patient factors or surgical technique.

Event description:
Revision of loose tritanium baseplate. Tibial components revised with #6 triathlon universal baseplate, 20x100mm fluted stem, 6x16mm cs insert.